Manufacturer narrative:
Device was explanted and returned for analysis. Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 76 months and 28 charging cycles were recorded in the devices memory. The memory content of the device was inspected, revealing that the eos status was triggered on (B)(6) 2020. In a next step, the amount of charge taken from the battery was verified. The battery status eos was not as expected. Therefore the eos status was removed with a technical programmer and subsequent interrogation revealed the battery status mos1. The battery voltage was 3.10v, consistent with the mos1 status. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The ICD was opened and the inner assembly was thoroughly inspected. No anomalies were observed. The current consumption of the electronic module was directly measured and monitored for several days and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The battery was opened to inspect the individual components of the battery. These were as expected in accordance to the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. Based on a thorough analysis of the available data and the device itself, it can be assumed that the occurrence of a temporary voltage drop led to the eos activation. However, no conclusion can be drawn regarding the root cause of the temporary voltage drop. After reset of the eos battery status the ICD functioned as expected and the eos status was not reproducible. The battery was not depleted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data was inspected, confirming that the battery status eos was activated. However, the available data did not indicate a depleted battery. The root cause for the eos detection was not determinable. Should further relevant information or the device itself become available for analysis this investigation will be updated.

Event description:
Device reported eos on 3/21/2020. The previous day, the device had 52 percent battery remaining. Device remains implanted but will be evaluated further. No adverse patient events were reported. Should additional information be received, this file will be updated.